Manufacturer narrative:
Nova biomedical is awaiting the return of the device for eval. If any significant findings are a result of that eval, a follow-up report will be filed.

Event description:
It was reported to nova biomedical, that a consumer's blood glucose meter gave a blood glucose reading of hi and he administered 10 units of insulin. After three hours, he still rec'd a hi read and he administered 10 add'l units of insulin. After three add'l hours he rec'd a hi reading and again administered 10 units of insulin. The next morning, he required paramedic assistance, when his blood sugar was determined to be 30 mg/dl when taken by the paramedics. Glucose was ingested and another reading of 58 mg/dl was rec'd. The consumer is still using the same lot of test strips and states that he is getting normal readings at this time. The meter will be returned to nova biomedical for evaluation.